Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed the reported issue. Physio-control advised the customer that their device could not be repaired and was no longer under warranty. The customer requested the return of the device, therefore no further investigation was possible. The cause of the reported issue could not be determined.

Event description:
The distributor contacted physio-control to report that their customer's device needed service. Upon receipt, physio-control observed that the device had a charge-pak, attention, and service wrench icon in its readiness display. The device would not power on anymore. There was no patient use associated with the reported event.

Event description:
The distributor contacted physio-control to report that their customer's device needed service. Upon receipt, physio-control observed that the device had a charge-pak, attention, and service wrench icon in its readiness display. The device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Operator of device of the initial MDR should have indicated ¿ lay user/patient.